Manufacturer narrative:
Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188. A1-6: not provided by customer. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that a patient death occurred, allegedly without appropriate alarms provided by the device.

Manufacturer narrative:
The customer did not provide any further clarification regarding the alleged issue. In addition, they did not provide any more details about the patient and the progression of events that led to the death. Because the customer did not notify ge healthcare until much later, the monitor log files were no longer available for analysis. In addition, the customer could not confirm the specific bedside monitor involved in the event, therefore gehc could not test it. The customer did confirm that they tested the monitor after the patient incident occurred and did not find any problems with it thus, they continued to use the monitor without notifying gehc at that time. In a review of historical data, no adverse trends were identified. Based on the limited information available, gehc was unable to determine the root cause. No further actions are planned by ge healthcare.